Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon eval, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure at components u102 and u105 on the c/a board sn (B)(4). The bga components had a suspect intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress had not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connection. A mechanical design change to reduce the pca strain (B)(4) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. Results will be monitored. In addition, there was liquid contamination is liquid ingress of an unk contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.